Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket site. It was also reported the patient recently fell. In addition, the patient's lpg is tilted. X-rays were taken. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg pocket site was relocated.

Event description:
Follow-up information revealed the patient's issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.